Manufacturer narrative:
Method: the actual device has not been returned to implantech, so implantech has performed analysis of production records (including sterilization records) as well as performing trend analysis. (There have been no other adverse event reports associated with this manufacturing lot or this sterilization lot.) Results: no device problem was found. Conclusion: though the exact nature of the complaint with implantech's device remains vague, the events alleged appear to constitute known, inherent risks associated with implant surgery, and are addressed in the product labeling.

Event description:
Note: this is the same patient and same events reported in MFR report # 2028924-2021-00003. Legal complaint alleges that patient experienced a variety of symptoms after receiving implantech submalar implant. The complaint cites a number of concommitant therapies and products performed/placed at the same time. These will be listed of this report. The legal complaint does not specify which events are specifically attributed to the subject implantech device. The symptoms alleged include edema, ecchymosis, pain, stiffness and swelling of lips, and problems with the nasal airway, etc. The device was alleged to have been explanted approximately 30 months post-operatively.